Manufacturer narrative:
Concomitant medical products: 900sfc30, heart ring implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent t-wave oversensing (twos) during a recorded episode, and the right atrial (ra) lead exhibited undersensing during an episode. The leads remain in use. No patient complications have been reported as a result of this event.